Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- incorrect prep. Visual inspection was performed on the returned device. The reported separation and bend were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states to remove the protective sheath off the balloon before prepping the device. In this case, it is unlikely that the reported IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.00 x 25 mm trek rx balloon dilatation catheter (bdc) was prepped inside the dispenser hoop. On removal from the dispenser hoop with no resistance, the shaft of the bdc was noted to be bent just distal to the hypotube. The shaft then separated at the site of the bend. There was no reported damage noted to the dispenser hoop and there was no patient involvement. A new unspecified trek bdc was used to continue the procedure and an unspecified xience sierra stent was deployed with no reported issues. There was no clinically significant delay in the procedure. No additional information was provided.